Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, undersensing that resulting in inappropriate atrial pacing. No programming or intervention made were reported. The patient status was unknown.